Event description:
A nurse reported that the luer connector of the inflation port presented an issue. The problem occurred while trying to inflate the balloon and the balloon did not inflate.

Manufacturer narrative:
The nurse used another syringe to inflate the balloon. Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a follow up report will be submitted. There is an add'l case associated with this product; therefore a separate FDA 3500a form has been generated to address the other case. (B)(4).